Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rx, coronary stent graft system, domestic instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Additionally, the IFU states: if more than one stent graft is required, the distal stent graft should be placed initially, followed by placement of the proximal stent graft. It is unknown if the IFU deviations contributed to the reported event. A conclusive cause for the reported failure to advance cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the left peroneal artery. The 2.80x19 mm graftmaster device was unable to deploy as it met resistance with a proximally placed stent in the peroneal artery and kinked during advancement. The stent was not implanted. Another 2.80x19 mm graftmaster device was attempted and it passed through the stent but it was unable to cross to the mid peroneal due to the anatomy. The stent was not implanted and the device was not sealed. The perforation was sealed with prolonged balloon inflation. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Correction: conclusion code 67 was removed. Correction: the investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure.